Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.